Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the tenth postoperative day the patient also experienced anterior chamber cells, flare and vitreous clouding. A bacterium inspection was performed with a negative result. The patient was treated with steroids, antibiotics and non-steroidal anti-inflammatory medication. The symptoms prolonged after the initial medical treatment. An anterior chamber washout and vitrectomy were performed approximately three weeks after the initial procedure. Some white material which looked like inflammation cells came out from the back of the iris, while the anterior chamber was washed out. The surgeon's clinical judgment of the event was that it was non-infectious.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient developed inflammation following an intraocular lens (iol) implant procedure. Inflammation in the vitreous humor was observed and the patient experienced floaters ten days following the procedure. A vitrectomy was performed. The lens remains implanted. There was no indication that a bacterium inspection was performed. Additional information has been requested.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(4) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(4) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. Based on the reported complaints, a voluntary hold and recall has been instituted against the restor® iq and restor® toric multifocal intraocular lenses (iols) for the (B)(4) market. Based on continued trending of all acrysof® models the acrysof® iq toric sn6at6, sn6at7, sn6at8 and sn6at9 intraocular lenses (iols) for the (B)(4) market were added to the voluntary recall (29-sep-2015). (B)(4) the manufacturer internal reference number is: 2015-118575